Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU) state ¿adverse events that may occur and/or require intervention include but are not limited to occlusion of device or native vessel.¿ w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent an endovascular procedure to treat an abdominal aortic and common iliac aneurysm utilizing multiple gore devices along with a gore® excluder® iliac branch endoprosthesis (ibe). Reportedly, physician had difficulty tracking the internal iliac component to the intended location due to patient's very long and tortuous anatomy. Physician removed the device. Physician did not plan on coiling the internal iliac artery as wires were in place but could not track the device. Physician did a coil embolization of the internal iliac artery then extended all the way to the external iliac artery from the flow divider of the trunk ipsilateral leg with a bridging limb (contralateral leg) to the ibe flow divider and past it due to additional length that was needed. Procedure ended successfully.

Manufacturer narrative:
Added g3/g4, h1/h2, h6 and h7. Additional investigation determined no product problem or deficiency caused or contributed to an adverse event/incident for the patient; the initial medwatch and any supplemental report submitted under manufacturer report number was submitted in error and is hereby retracted.